Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, unexpected restart error test, displacement test and basic occlusion test. Unable to prime unit during prime/compromised force sensor system test due to faulty fsr (gold). Unable to perform occlusion test, delivery accuracy test and excessive no delivery test due to prime anomaly. Unit received with cracked case at display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump was not alarming correctly. The customer's blood glucose at the time of the call was 300 mg/dl. The customer did not describe any events leading up to the malfunction. Troubleshooting was performed to test the no delivery alarm for the device and the device did not alarm appropriately until a second attempt was made. The insulin pump will be returned for analysis.